Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has showed high and low out of range shock impedance measurements for several months. Technical services (ts) was consulted and recommended further evaluation. This crt-d system remains in service. No adverse patient effects were reported.